Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd

Event description:
The st. Jude medical representative phoned to report that upon initial interrogation the device was found in hwvvi reset. The patient was admitted to the hospital and placed on external monitoring. Once the patient stabilized, the device was explanted and replaced.